Event description:
The following info was reported: shuttled sealant down after delivering balloon to arteriotomy. Felt she shuttled all the way to stop. When retracted sheath, no advancer tube was present and sealant appeared to be on wire outside of the pt. Converted to manual compression for approximately 25 minutes. There were no further complications. Pt ambulated and discharged in standard times for this facility. Stick location: common femoral artery, mid femoral head vessel size: 7mm. Procedure: intervention peripheral.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was located 8mm from the balloon proximal bond and soaked with blood. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1333002) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported event of advancer tube not present could have been from an incomplete engagement of the advancer tube and the root cause for the reported failure to deploy could not be conclusively determined.